Event description:
It was reported that the user experienced recurrent low glucose readings while using an ilet system with a dexcom g7 cgm and a 23-inch infusion set, including a documented low of 44 mg/dl, leading to customer support-guided troubleshooting and a full setup of a replacement ilet with cgm reapplication, cartridge and infusion set replacement, device pairing, and entry into bionic mode. Symptoms included hypoglycemia. Outcomes included user education, device setup assistance, and referral for clinical follow-up to support ilet relearning and review of the bionic report. Investigation included remote troubleshooting, device setup verification, cgm pairing confirmation, and guidance on infusion set and cartridge replacement. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device malfunction identified during guided setup and pairing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.